Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: "if unusual resistance is felt at any time during lesion access before stent implantation, the stent delivery system and the guide catheter should be removed as a single unit. Once the stent delivery system has been removed do not re-use.¿ (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the posterior descending artery (pda). A 2.50x12mm synergy ii stent was advanced but was unable to cross the lesion. The device was removed and a 2.5x12mm balloon catheter was used to dilate the lesion a couple of times. The balloon catheter was removed and the 2.50x12mm synergy ii stent was again advanced to the lesion however, the stent came off the stent delivery system (sds) balloon in the mid right coronary artery (rca). The sds was removed and a balloon catheter was then advanced to recapture and expand the detached stent in the mid rca. The physician then decided not to implant a stent in the pda. Another synergy ii stent was deployed in the proximal rca and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the posterior descending artery (pda). A 2.50x12mm synergy ii stent was advanced but was unable to cross the lesion. The device was removed and a 2.5x12mm balloon catheter was used to dilate the lesion a couple of times. The balloon catheter was removed and the 2.50x12mm synergy ii stent was again advanced to the lesion however, the stent came off the stent delivery system (sds) balloon in the mid right coronary artery (rca). The sds was removed and a balloon catheter was then advanced to recapture and expand the detached stent in the mid rca. The physician then decided not to implant a stent in the pda. Another synergy ii stent was deployed in the proximal rca and the procedure was completed. No patient complications were reported and the patient's status was fine.